Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during preparation for use, there was a 10 to 15 minute delay and the procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The endoscopic image was not reflected, the lock did not work due to failure of video connector lock part, and battery consumption was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty video connector lock part could not be identified. Olympus will continue to monitor field performance for this device.